Event description:
Wheel broke off.

Manufacturer narrative:
It was reported that while leaning on the device, the wheel broke off causing a fall. It was reported that she will require surgery for a broken shoulder. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.